Manufacturer narrative:
Details of complaint: the customer reported that they installed four new wireless bedside monitors (bsms) and they were randomly going into comm loss. The customer stated that when in comm loss, the moment the units were taken out of the room, their communication would be restored. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps and informed the biomedical engineer to contact the facility's it department as the issue is most likely an interference problem in the rooms with existing facility equipment. The root cause is determined to be the facility's network environment. The most likely cause of interference is lack of network coverage to the room, or equipment interference.

Event description:
The customer reported that they have installed four new wireless bedside monitors ( bsm) and they would randomly go into communication loss. They would work for most of the time and then randomly get communication loss. The customer stated that when they see communication loss, the moment they take the units out of the room, its communication would be restored. No patient harm was reported.

Manufacturer narrative:
The customer reported that they have installed four new wireless bedside monitors ( bsm) and they would randomly go into communication loss. They would work for most of the time and then randomly get communication loss. The customer stated that when they see communication loss, the moment they take the units out of the room, its communication would be restored. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they have installed four new wireless bedside monitors ( bsm) and they would randomly go into communication loss. They would work for most of the time and then randomly get communication loss. The customer stated that when they see communication loss, the moment they take the units out of the room, its communication would be restored. No patient harm was reported.